Event description:
It was reported that the patient may have a broken lead as the patient¿s generator battery indication changed from 50% to 10% in 4 months. The generator was noted to be at ifi ¿ yes and the patient has been having a lot of seizures. Further follow up indicated that the patient¿ device diagnostics showed high impedance. Clinic notes were later received indicating that the patient had significant worsening in seizure duration and frequency. Patient is having complex partial seizures at the rate of 2-3 per day. Recent symptoms that patient experienced include: intermittent confusion, inability to talk, funny feeling in head, staring, and reporting that she was hot, staring spells, pausing at in appropriate parts of a sentence. Patient¿s compliance with treatment was reported to be good. Patient underwent full revision of the generator and lead on (B)(6) 2015. The explanted products were not returned to the manufacturer per the explant facility policy.

Manufacturer narrative:
Available programming and diagnostic history were reviewed. Device failure is suspected, but did not cause or contribute to a death.